Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on what structure was the er320 utilized in the initial procedure? Device used above cystic duct , cystic artery and cystic vein. How many clips were placed on the patient side? 6 clips, in details 2 above the cystic duct , 2 on artery and 2 on vein. How many clips were placed on the specimen side? 3 clips: 1 on cystic duct , 1 on cystic artery and 1 on cystic vein. Were there clip formation issues in the initial procedure? If yes, please describe their shape? No during the revisional procedure, yes during the initial procedure. Was the procedure a colectomy or a cholecystectomy? Cholecistectomy lap are pictures or a video available? No. How was it identified that the clips were ¿open¿? The patient was revised for haemoperitoneum. Were the open clips still on the vessel or were they in the abdominal cavity? 1 of the 2 clips on the cystic artery was still placed but half open. Placed the clips on the cystic vein. Only 1 of 2 on the cystc duct and it was half open. How was the open clip issue addressed? During the revision the surgeon applied transfix suture points on the cystic duct and cystic artery. What is the surgeon¿s experience with this device? Regularly used for 10 years. What is the current patient status? Patient discharged after 10 days.

Event description:
After the procedure, in the afternoon, the patient had an increase of volume of the drainage and bleeding. The patient was hospitalized in emergency for being revised. The clips resulted open. The patient is still hospitalized. Surgical procedure. Colecistectomy.

Manufacturer narrative:
(B)(4). Additional information received: no product will be returned for this complaint.